Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the clinic for routine follow-up; upon interrogation the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and the device could be interrogated normally. The patient would be monitored.